Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed the following tests: displacement test, displacement accuracy test, self test, rewind test, prime/seating, basic occlusion test, force sensor test, and occlusion test. Expected occlusion alarms noted during testing. No anomalies or unexpected alarms. Insufficient history in pump's memory to confirm alarms on event date. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and keypad flex connector. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, damaged display window cover, and scratched case. In summary, customer concern for absence of occlusion alarm not confirmed. Unit passed within spec and expected occlusion alarms were noted. Unable to verify for low bg's. In addition, moisture damage noted. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a failed self-test. The customer reported hypoglycemia, which did not require treatment. The troubleshooting was performed. The event involved products mmt-1780kl, mmt-399a, and mmt-332a. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1780kl. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.